Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left circumflex artery (lcx). After a 2.5x16 synergy stent was deployed, a non bsc stent was advanced but failed to cross the lesion. Subsequently, a 2.50x8 synergy ii drug eluting stent was advanced to treat the lesion. However, resistance was met. After several attempts of applying forward pressure to get the 2.50x8 synergy stent to cross, the stent delivery system shaft bent significantly and was then removed from the patient without harm. The physician attempted to straighten the shaft outside patient but the shaft then broke in half. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 230mm distal from the strain relief. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left circumflex artery (lcx). After a 2.5x16 synergy stent was deployed, a non bsc stent was advanced but failed to cross the lesion. Subsequently, a 2.50x8 synergy ii drug eluting stent was advanced to treat the lesion. However, resistance was met. After several attempts of applying forward pressure to get the 2.50x8 synergy stent to cross, the stent delivery system shaft bent significantly and was then removed from the patient without harm. The physician attempted to straighten the shaft outside patient but the shaft then broke in half. No patient complications were reported.